Event description:
It was reported that a spectrum pump had a "constant downstream pressure alarm error". This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'constant downstream pressure alarm error' was reproduced. A review of the event history log (ehl) revealed occurrences of ' constant downstream pressure alarm error' messages. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor calibration values. The downstream sensor assembly will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.